Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Device was returned for analysis without stent, the distal sdw (stent delivery wire) was seen to be broken/fractured and the bumper coils were missing . Functional testing was not conducted as it could not be performed with stent not included upon return. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition prior to use, the device was prepared as per the dfu. It is unknown the level of tortuous & stenosis of the patients anatomy. It is probable that procedural or anatomical factors encountered during the procedure contributed to the reported event. The sdw was seen to be broken fractured & the ro markers missing. It is most likely that the device became stuck in the anatomy and on attempts to advance & retract the device the distal sdw was damaged. Therefore, the reported and analyzed events will be assigned procedural factors as the issues are associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure, the physician delivered a microcatheter together with a guidewire to the right internal carotid artery (ica) c1. The subject stent was delivered through the micro catheter and big resistance was encountered in the middle of the microcatheter. The subject stent couldn¿t be advanced and deployed. The physician replaced it with a new device and successfully continued the procedure without clinical consequences to the patient. Analysis of the returned device noted that the subject stent delivery wire had fractured during use, stent deployed prematurely during use and radio opaque markers were missing. Therefore, this event meets reporting criteria with an awareness date of 30-jun-2020. The event will be assessed to reflect the decision change and emdr will be filed accordingly.